Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the cartridge was leaking from the septum after loading the cartridge onto the pump. Blood glucose level was 233mg/dl. Reportedly, a cartridge change was performed to address the issue.